Event description:
It was reported that the artificial urinary sphincter (aus) was not working properly. Imaging revealed a fluid loss in the device, but the location of the fluid loss was not identified. A revision surgery has not been scheduled yet. No additional information was reported.